Event description:
The 11 mm amplatzer septal occluder (aso) embolized approximately 6 months ago and was recently discovered as the patient had symptomatic claudication. The device was found in the descending aorta. A 20 mm snare and a bioptome were used but were unsuccessful in removing the aso percutaneously. The snare caught the end screw multiple times but the aso would not move. The same thing occurred with the bioptome. As they were unable to remove the device percutaneously, an elective surgical procedure was tentatively scheduled for (B)(6) 2015. The patient was reported to be stable.

Manufacturer narrative:
Gtin number: unknown since batch/lot number is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch/lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.